Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Event description:
Patient reported right side rupture. Healthcare professional reported breast pain and lump. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particle materials and red, white tissue on the shell; opening. Device patch with lot number 2274904. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode.